Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, needle plunger deployment was completed "with an improper angle" (not 45 degrees). When the needle plunger was removed, no suture was present indicating a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.